Manufacturer narrative:
The insulin pump had a blank display and a constant tone due to a corroded electronic assembly. A corroded motor assembly was also noted during the visual inspection. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via telephone call that he wore the insulin pump while swimming. The customer did not recall a blood glucose reading for the time of the event. The insulin pump had been vibrating with no alert or alarm displayed. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.